Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. The filter was returned. The complaint investigation is confirmed for a filter arm (w/shoulder anchor) detachment. It should be noted that the physician used a recovery cone to remove the meridian filter as the limb was reportedly detached upon removal with the cone.

Event description:
It was reported that during a scheduled vena cava filter retrieval, a filter leg became detached as the filter was being retrieved with a recovery cone. The filter and detached limb were removed simultaneously within the recovery cone without incident. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. The file was documented with a date of explant, but not reported. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient and procedural information, which was updated in the appropriate sections.